Event description:
It was reported that during a hospital visit, the health care professional (hcp) reported experiencing difficulties interrogating this cardiac resynchronization therapy defibrillator (crt-d) device with the programmer. Technical services (ts) was called for troubleshooting assistance. Ts confirmed the correct programmer was in use and walked through the troubleshooting steps with the hcp. Troubleshooting and rebooting efforts were unsuccessful. Ts advised the hcp to contact the local field representative for further troubleshooting assistance. At this time, the crt-d and programmer remain in service. No adverse patient effects were reported.